Manufacturer narrative:
((B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the healthcare provider discover the material coming through the drain? The initial procedure was on (B)(6) 2017. What date was the second procedure? Where exactly was the drain placed? What are the patient demographics ¿ age, gender, date of birth, past medical history? What is the patient¿s current status?.

Event description:
It was reported that the patient underwent a bowel surgery and absorbable hemostat was used. It was reported that just after a surgery, reoperation was performed because the drainage seemed like feces flowed through the drain. The surgeon confirmed it was not feces but piece of the absorbable hemostat. Additional information has been requested.

Manufacturer narrative:
Pc-000092649 additional information was requested and the following was obtained: when did the healthcare provider discover the material coming through the drain? => on (B)(6) 2017. The initial procedure was on (B)(6) 2017. What date was the second procedure? =>no information. Where exactly was the drain placed? =>no information. What are the patient demographics ? => no information. Age, gender, date of birth, past medical history? => no information. What is the patient¿s current status? => no information.